Event description:
A hospital in (B)(6) reported that a patient developed a septal breakdown while using the bc3020 nasal prongs and required a plastic surgery consult. (B)(6), a respiratory therapist supervisor from the hospital reported that a bc303 bonnet and bc182 (100mm) nasal tubing was used on an active (B)(6) infant. The hospital stated that they observed a 2mm gap between the nasal prong and septum. The septum of the patient became red and subsequently eroded. Septal damage was observed eight days after use, from (B)(6) 2010, and that they were using a cannulaide to obtain a better seal. The infant was not intubated and no other tubes were attached. The hospital further reported that they considered the length of time the infant was using the prongs to be a factor in the septum damage.

Manufacturer narrative:
The iol was received and is currently under evaluation at the manufacturing site. The device met all specifications prior to market release. The initial iol implant was replaced with a 2.0 diopter higher iol of the same model. A follow-up to this report will be submitted upon completion of the lens analysis.

Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication 1 month after implant. Reason stated was the diopter chosen did not yield satisfactory patient results.

Manufacturer narrative:
The intraocular lens (iol) was received and measured for diopter. The results were consistent with the labeled diopter of 20.50. All other optical measurements met manufacturing specifications. These results reasonably suggest this event was not caused by the iol. We will continue to monitor and trend all reports.